Event description:
Customer reported to beckman coulter, inc (bec) that the belt on the coulter lh 750 hematology analyzer (lh 750) was not advancing all of the time. Customer reported that the lh 750 was giving differential debris on the scatter plot and an increasing number of incomplete differential results. Customer reported there was a leak from the lh 750. Customer reported that the leak was not contained within the instrument. Customer reported that the volume of the leak was 20 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the source of the leak was the bent secondary manual probe. The fse could not reproduce the issue of the belt not advancing intermittently. The fse performed preventive maintenance.

Manufacturer narrative:
(B)(4).